Event description:
The reporter stated the surgeon implanted and removed an aq2010v silicone three piece lens per the surgeon's choice. The lens was removed with no patient injury and two sutures were required to close the incision. The surgeon did not implant another lens. Additional information has been requested, but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4). No malfunction of the lens. (B) (4).